Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed a kink in the sheath assembly at 7.0cm from femoral marker at distal side. No damage observed in the distal tip assembly and guidewire exit port. During image characterization testing, no image appeared in the system due to electrical open at distal. No manufacturing defects were observed during visual and microscopic inspection of the transducer, distal housing, or distal end of the drive cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a intravascular ultrasound diagnosis procedure, removal difficulties occurred. The target lesion was located in the right coronary artery (rca). An atlantis sr pro imaging catheter was advanced with difficulty to the lesion and the catheter got bent. During withdrawal, it was difficult to remove the device and it had to be advanced forward before it could be removed. It was also noted that there was nurd during the case. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a intravascular ultrasound diagnosis procedure, removal difficulties occurred. The target lesion was located in the right coronary artery (rca). An atlantis sr pro imaging catheter was advanced with difficulty to the lesion and the catheter got bent. During withdrawal, it was difficult to remove the device and it had to be advanced forward before it could be removed. It was also noted that there was nurd during the case. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.